Event description:
The reporter stated that she did a meter to lab test comparison during a routine lab visit. Using her own meter, the capillary test and lab draw were done approximately 10 minutes apart, about 2.5 hours after she had eaten her breakfast. Her reading was 114 mg/dl, and the venous draw lab test result was 159 mg/dl. In her initial report, she stated symptoms of feeling lightheaded, but this was not confirmed with the lifescan rep on followup. After receiving control solution, three followup control test results were in range, 132, 135 and 140 (96-144).